Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the parents found the pt unresponsive with secretions coming from the pt's nose. The ventilator was still ventilating with no alarms. The parents performed CPR, 911 was called, and the pt was taken to the hospital.